Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), ureteric injury ("ureteral injury"), genital haemorrhage ("heavy bleeding with large blood clots"), pneumonia ("bilateral pneumonia") and abdominal abscess ("abscess/ intra-abdominal abscess") in a (B)(6) female patient who had essure (batch no. 623195) inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included docusate, gabapentin, meloxicam, omeprazole (protonix) and simvastatin. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced menorrhagia ("abnormal heavy menstrual bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2008, the patient experienced ureteric injury (seriousness criterion medically significant). On (B)(6) 2008, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2008, the patient experienced headache ("headaches"), migraine ("migraines") and fatigue ("fatigue"). On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("debilitating menstrual pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), anxiety ("anxious"), depression ("depressed"), swelling ("swelling"), abdominal distension ("bloating"), pneumonia (seriousness criterion medically significant) and abdominal abscess (seriousness criterion medically significant). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, abdominal pain and headache had not resolved, the ureteric injury, anxiety, depression, vaginal haemorrhage, female sexual dysfunction, migraine, dyspareunia, vaginal discharge, fatigue, swelling, abdominal distension, pneumonia and abdominal abscess outcome was unknown and the genital haemorrhage had resolved. The reporter considered abdominal abscess, abdominal distension, abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, pneumonia, swelling, ureteric injury, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff sought treatment on multiple occasions for the symptoms. Plaintiff will undergo a total laparoscopic hysterectomy to relieve lehr symptoms most recent follow-up information incorporated above includes: on 11-feb-2019: plaintiff fact sheet- events abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, ureteral injury were added. Case became incident. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.